Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011: the fse discovered that the tubing to dispense probe #2 was broken due to it being improperly routed. The fse changed the dispense probe, verified and cleaned all the other probes and inspected the wash wheel. The fse removed the wash wheel and cleaned out the spilled wash buffer. The fse primed the instrument and performed a routine system check; no issues were noted. Hardware is the root cause of this event.

Event description:
The customer contacted beckman coulter inc., (bci) and reported that wash buffer was leaking into the analytical module of the unicel dxi 800 access immunoassay system. There was no report of user exposure to the wash buffer. No injury has been reported in connection to this event.